Manufacturer narrative:
Updated fields - b4, b5, d8, d9, g3, g6, h2, h6( health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusion, health effect ¿ impact codes), h11. A getinge field service engineer (fse) during a call tried to get biomed to turn on the unit to see if there were any error codes. Unit booted up normally with no issues. The fse while onsite evaluated he unit and powered up unit with no issues on a trainer and test catheter, no issues. Fault table showed multiple error codes, 25, 53, 55,77,111,112, and 118. All error codes recommended or called for reloading system software. If problem persists to change the executive processor board. The unit passed all functional tests and validated calibration.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen went blank and shut down. There was no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen went blank and shut down .